Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2017, patient faced readings ranging from 23 mmol/l and hi, which on the system indicates a result in excess of 33.3 mmol/l. Patient was taken to emergency room at 1800 hours with a blood glucose reading of 45 mmol/l on an unknown blood glucose meter. Patient was admitted and was given IV unknown fluids and unknown dosage; the names of the medications and dosages were not provided. Patient was taken off of pump therapy. On (B)(6) 2017, patient's readings were "within range" and only reading provided for that day was 15.9 mmol/l. On (B)(6) 2017, patient was put back on insulin pump and blood glucose then increased from 12.8 mmol/l to 25.7 mmol/l. Patient was again taken off of pump therapy. Basal rates on the pump were then increased and patient was put back on pump therapy. However, patient again faced elevated blood glucose readings of which were not reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.